Event description:
It was reported that insulin was not observed to be exiting the infusion set tubing during the load fill tubing process. There was no reported impact to customer's blood glucose level. Reportedly, the customer changed the supplies to address the issue and successfully resumed insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.